Event description:
(B)(4). It was reported that post stenting procedure, the patient was hospitalized with chest pain. In (B)(6) 2009, a clinical assessment was performed that identified the patient's qualifying condition as stable angina (ccs class ii). The subject was referred for cardiac catheterization and underwent index procedure to treat a 70% stenosed lesion with a length of 8 mm and reference vessel diameter of 3.00 mm. The lesion was located in the mid left anterior descending artery and treated with pre-dilatation and placement of a 3.0 x 12mm promus element stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest pain and was hospitalized. The patient was treated with medication but has not recovered and the event is not resolved.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).